Event description:
The hcp reported that the pt developed an mrsa infection at the device pocket site. The ipg and one lead were explanted, leaving one lead in place. The area is being treated with daily packing. No antibiotics were administered. The infection appears to be resolving.